Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the balloon had a "waist" and the stent was not well apposed. The physician was direct-stenting a lesion in an unknown vessel with taxus express2 3.5 x 8 mm drug eluting stent in 2004. The taxus stent deployed at 13 atms, but while the balloon remained inflated there was a noticeable waist on it. There was incomplete deployment and poor apposition of the stent. The balloon would not hold pressure and when the balloon was removed a pinhole was noticed in it. It is unknown when the pinhole occurred. The physician then used 3.5 x 8 mm powersail balloon to successfully post-dilate the taxus express2 drug eluting stent. The taxus express2 drug eluting stent was well apposed after postdilation. No pt injuries or complications were reported.